Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the device experienced blood leakage. The following information was provided by the initial reporter. The customer stated: blood leakage occurred during blood collection, which did not affect the patient.